Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and failed battery alarm. Customer's blood glucose value was 551 mg/dl at the time of the incident and current blood glucose was 450 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with delivered a total of 15 units via bolus. Customer will not return device for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage was within specification range. No failed battery test alarm noted during testing or in the pump trace download. (B)(4).